Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015 and found the aspiration probe and probe waste block misaligned, causing the leak. The fse performed aspiration needle/rinse waste block alignment to fix the leak. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a contained blood leak of 2 ml from a unicel dxh 800 coulter cellular analysis system. There were aspiration error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.